Manufacturer narrative:
Investigation: no samples or photos were received; therefore, sample analysis could not be performed and the condition reported by the customer could not be confirmed. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that the bd precisionglide¿ needle was blocked and wouldn't push out insulin during use. The following information was provided by the initial reporter: "contact was in the process of loading a new cartridge for customer. In the process of pushing out air bubbles from syringe, contact was unable to push any insulin out, syringe would not budge. Customer suspects there is something blocking insulin from flowing through needle."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide¿ needle was blocked and wouldn't push out insulin during use. The following information was provided by the initial reporter: "contact was in the process of loading a new cartridge for customer. In the process of pushing out air bubbles from syringe, contact was unable to push any insulin out, syringe would not budge. Customer suspects there is something blocking insulin from flowing through needle."